Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia. Customer had treated high blood glucose with insulin pump. Customer blood glucose level was around 586 mg/dl. Customer also received insulin flow block and bent cannula. It was unknown about used insulin pump system within 48 hours of reported event. It was unknown if the auto mode feature was active at time of high blood glucose event. Troubleshooting was performed and customer resolved the alarm by changed the infusion set. The device will not be return for analysis.